Manufacturer narrative:
Additional information indicated the patient was also hospitalized. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the event resolved completely in (B)(6) 2011. It was noted the event was certainly related to surgery, certainly related to the system, and unlikely related to their medication.

Manufacturer narrative:
Other: intracranial hemorrhage; psychosis section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_lead lot# unknown,product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had a right frontal contusion during lead implantation. They had frontal dysfunction afterwards with confusion, apathy acute psychosis, and aggression. The event was completely resolved on 15 april 2011. No further complications were reported as a result of this event.